Manufacturer narrative:
A visual examination revealed that the working length was twisted and the distal end of the exposed cutting wire had separated from the anchor notch. The anchor notch remained inside the tip extrusion. The distal end of the detached cutting wire showed heat marks which is indicative of soldering during device manufacture or activation during use. However, the customer confirmed that the device had not been activated. The od of the exposed cut wire was measured and met specification. The anchor was removed for evaluation. The anchor notch was intact, but showed signs of pitting which indicates that the notch was not sufficiently soldered. The condition of the returned unit was consistent with the complaint incident the cut wire had separated. Based on the evaluation, the anchor notch presented with insufficient solder which likely led to the cut wire separation. Therefore, the most probable root cause is manufacturing. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when the device was bowed in an attempt to perform a sphincterotomy in the ampulla, it was noted that the cut wire became loose at one end; no part of the cut wire fell into the patient. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when the device was bowed in an attempt to perform a sphincterotomy in the ampulla, it was noted that the cut wire became loose at one end; no part of the cut wire fell into the patient. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.